Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer's blood glucose level to exceed the normal range, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. Technical support confirmed the cartridge alarm and arranged for a replacement pump to be sent. The customer was instructed to use a backup insulin pump until the replacement arrived and was advised to program their pump settings and connect their continuous glucose monitor to the new pump. The customer agreed to return the problematic pump within 10 days using the provided pre-paid box to avoid charges.